Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received partially deployed. Dimensional inspection was performed, and the length of the stent was measured and found to be within specification. Furthermore, the delivery system was disassembled to identify the torsion (rotational damage), and the outer sheath was not found twisted. During functional inspection, the catheter lock was unlocked by sliding it to the right and then the catheter control hub was moved up and down. The catheter was able to advance through the luer without resistance. Lastly, the stent hub was moved down to the second and fourth position and the stent was able to be deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed because the stent was received partially deployed. However, the reported event of device difficult to advance was not confirmed because during functional inspection, the axios stent was loaded using a guidewire, and the guidewire was backloaded and was able to exit. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the handle was rotated as the device was luer locked to the scope. However, the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was unable to deploy even after waiting for quite some time. Consequently, a guidewire was attempted to be inserted; however, it became stuck and could not be inserted. The guidewire was replaced, and it was able to advance. However, when the delivery system was removed along with the guidewire, the stent's first flange was deployed. The stent was partially deployed when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was unable to deploy even after waiting for quite some time. Consequently, a guidewire was attempted to be inserted; however, it became stuck and could not be inserted. The guidewire was replaced, and it was able to advance. However, when the delivery system was removed along with the guidewire, the stent's first flange was deployed. The stent was partially deployed when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).